Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced severe hypoglycemia. The customer stated that she had overdelivered insulin to herself, and on two occasions, her blood glucose reading dropped to 48 mg/dl. Nothing further reported.